Manufacturer narrative:
Unit received. Performed visual inspection and found 2nd o-ring out of groove. Performed pre-fill test to reservoir and leaked passing 2nd o-ring.

Event description:
The product was returned without any information from the customer or from troubleshooting. Customer's blood glucose was unknown at the time of incident. No further details given.